Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the helix was slightly stretched-out and retracted, with dried blood was present around the helix. Visual inspection revealed no abnormalities. Based on the available information, boston scientific concludes that although this lead passed all available testing, this event occurred as a result of a known and documented possible adverse consequence.

Event description:
It was reported that a ventricular perforation occurred after pocket closure involving this right ventricular (rv) lead which was suspected after the patient experienced diaphragmatic muscle stimulation. Additionally, programming was performed and found that the thresholds were elevated. Subsequently, surgical intervention was performed to explant and replace this lead. It was noted that the patient's symptoms had subsided. No additional adverse patient effects were reported. This lead was received for analysis.

Event description:
It was reported that a ventricular perforation occurred after pocket closure involving this right ventricular (rv) lead which was suspected after the patient experienced diaphragmatic muscle stimulation. Additionally, programming was performed and found that the thresholds were elevated. Subsequently, surgical intervention was performed to explant and replace this lead. It was noted that the patient's symptoms had subsided. No additional adverse patient effects were reported. This lead is expected for return.